Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in threshold and an impedance measurement anomaly were observed. Lead was capped.